Manufacturer narrative:
Final analysis confirmed field reported event. High battery impedance is consistent with that occurrence due to exposure to cold temperature. The device was otherwise normal.

Event description:
It was reported that while prepping the replacement device during a device replacement procedure, the battery resistance of the pulse generator was 2.4kohms. The device was not used and another was implanted without adverse consequence to the patient.